Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the stylus did not calibrate and therefore it was replaced and calibrated. Analysis also found that the upper hinge plate had paint flaking off and it was also replaced. (B)(4).

Event description:
The external pulse generator was returned as it was no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.